Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the volume and flow exceeds recommendation. There was no patient harm reported.

Manufacturer narrative:
H3 evaluation summary: the service history record was reviewed and indicated that this is the first time that this unit has been returned for service. An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue was confirmed. The gearbox was found damaged and was replaced. The reported issue was resolved. The software was updated to the most currant version. The battery was missing from the unit. The us sensor was damaged, and the overlay button was not working properly. The front housing was replaced due to the overlay replacement. The badge and power connection label were replaced due to opening the unit. The pump is working as intended. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.